Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Lot number are not provided / unknown. Initial reporter¿s first name is not provided / unknown.

Event description:
Doctor indicated iuniht screw fractured on tooth location 4.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was updated to 4109. H6: results code was updated to 3252. H6: conclusions code was updated to 4307. The reported device was received for evaluation. The reported condition of a fractured screw was confirmed. Visual inspection of the as returned product identified significant wear and damage about the drive features, and fracture at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the item number dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.